Manufacturer narrative:
Combination product: yes. The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the balloon is well folded and has not been inflated. Contrast medium residue was observed in the balloon- and inflation lumen, indicating application of negative pressure. The stent is located on the balloon. The stent is severely deformed over its entire length and displaced by about 0.5 mm in distal direction. Microscopic analysis showed stent imprints on the exposed balloon surface, indicating that the stent was initially crimped in between the two radiopaque markers. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.

Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment of a moderately calcified lesion (60 percent stenosis degree) in the mildly tortuous rca. The orsiro was delivered through an hikyaku guiding catheter but the stent dislodged inside of the gc which was not noticed at this time. After inflation of the orsiro (without stent) for three times it was noted that the stent was missing and found inside of the gc. The dislodged stent was removed from the patient with the balloon.